Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive on the objective lens was due to sudden physical stress during use, and external factors including reprocessing, and load stress during handling. Image cloudiness due to sudden physical stress during use and external factors including reprocessing and load stress during handling, additionally due to moisture (humidity) invaded from the location where the glue of the objective lens peeled off into the lens during use or reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue air/water leak was confirmed. Due to a pinhole on the universal cord and dent on the distal end, water tightness is lost. The following additional findings were also noted: scratch on the bending section cover, chipped adhesive on the bending section cover, a crack and deformed video connector, bending angle in the up direction does not meet standard value due to wear of angle wire, and looseness of the insertion pipe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, air/water leak while using endoeye flex deflectable videoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified peeling adhesive on the objective lens and image cloudiness due to damage on the charged coupled device (ccd). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.